Event description:
It was reported that an unspecified number of bd veo¿ insulin syringes with bd ultra-fine 6mm needles experienced device damage/deformation while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 324911 batch no: 9168984, 9273234. Consumer stated the plunger rod appears pushed down like it has been used like after you draw insulin from the vial. However, they are brand new syringes she is finding like this. Consumer reported the plunger rod to be pushed all the way down in the barrel on insulin syringes from 2 different boxes. Stated she had this issue with the first box and then opened a new box and can see some syringes like this again through the poly bags. Stated she did not use these syringes. Date of event: unknown.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 31 july 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9273234. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200854096, 200854085, 200850786] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 9168984. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200832224] noted that did not pertain to the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that an unspecified number of bd veo¿ insulin syringes with bd ultra-fine 6mm needles experienced device damage/deformation while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 324911 batch no: 9168984, 9273234. Consumer stated the plunger rod appears pushed down like it has been used like after you draw insulin from the vial. However, they are brand new syringes she is finding like this. Consumer reported the plunger rod to be pushed all the way down in the barrel on insulin syringes from 2 different boxes. Stated she had this issue with the first box and then opened a new box and can see some syringes like this again through the poly bags. Stated she did not use these syringes. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-08-19. H.6. Investigation summary customer returned (17) 1/2cc, 6mm, 31g syringes (7 in open poly bags, 10 in a sealed poly bag) from lot # 9168984 and (3) 1/2cc, 6mm, 31g syringes in open poly bags from lot # 9273234. Customer states that the plunger rod appears pushed down like it has been used like after you draw insulin from the vial. All returned samples from both returned lot numbers were examined and all plunger rods were observed to be placed between 0-3 units, which falls within specifications. No defects were observed on any of the returned samples. A review of the device history record was completed for batch# 9168984. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200832224] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 9273234. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200854096, 200854085, 200850786] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9168984, medical device expiration date: 2024-06-30, device manufacture date: 2019-06-17, medical device lot #: 9273234, medical device expiration date: 2024-10-31, device manufacture date: 2019-09-30.

Event description:
It was reported that an unspecified number of bd veo¿ insulin syringes with bd ultra-fine 6mm needles experienced device damage/deformation while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 324911 batch no: 9168984, 9273234. Consumer stated the plunger rod appears pushed down like it has been used like after you draw insulin from the vial. However, they are brand new syringes she is finding like this. Consumer reported the plunger rod to be pushed all the way down in the barrel on insulin syringes from 2 different boxes. Stated she had this issue with the first box and then opened a new box and can see some syringes like this again through the poly bags. Stated she did not use these syringes. Date of event: unknown.